Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: ((B)(4). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and had inadequate pain relief due to high impedances. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively. The explanted devices were not returned.